Event description:
A clip applier was returned for investigation with no complaint specified.

Manufacturer narrative:
Final investigation showed that the clip retainer gap did not meet the acceptance criteria, causing the device to deliver a clip that was not fully closed.